Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. One day after onset, the patient began antibiotic treatment with meropenem (1 gram twice a day), and intraperitoneal vancomycin (2 grams every 5 days). At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the event. It was not reported if peritoneal dialysis therapy was ongoing. No additional information is available.